Manufacturer narrative:
The product was replaced. The root cause was attributed to a loose cap on the reagent container.

Event description:
A customer reported that the entire content of reagent 3 shutdown diluent (ethylene oxide) in diff act tainer was leaking upon receiving. The customer also stated it appeared the cover was not on correctly, but no punctures were visible. The leak was contained in the box. The customer was wearing gloves at time of incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was reviewed. There was no death, injury attributed or connected with this complaint.